Event description:
It was reported that (1) 355ld and (1) 511sd were used with a laparoscopic cholecystectomy kit (fdc57). It was reported by the rep that the trocar sleeve would not retract and engage during placement. Red button would not release and engage safety shield. Opened another device to complete the case. There was no consequence to patient.